Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No evidence of the adhesive pad becoming detached or separated from the pod was observed. Inspection of the adhesive pad and the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod for between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. A new pod was successfully applied.